Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call of their insulin pump displaying a blank screen. Customer states they received a replacement battery cap, and now the screen is blank. The customer's blood glucose level was 125mg/dl. Troubleshooting was conducted. The device is being returned for analysis and being replaced.